Event description:
It was reported that the patient experienced pelvic pain when the implantable neurostimulators were turned on even after reprogrammings. The patient had the stimulators off for 2-3 weeks, because 'they didn't seem to be working." It was reported that the pelvic pain went away when the devices were turned off. The patient was scheduled for a bladder and urethra surgery on (B)(6) 2012 due to a "kink" in her urethra. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v705285 implanted: 2012 (B)(6), product type lead product ID, 3093-28 lot# v737609 implanted: 2012 (B)(6), product type lead. (B)(4).